Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the insulin pump was damaged and the act button wasn't responding when programing a bolus. Customer's blood glucose was unknown. The battery cap was damaged and the p-cap was partially missing as well. Customer was advised to discontinue use of the device. The device is not returning for analysis.